Event description:
Pulmonetic systems, inc. Received a call from a representative of health rep. On 06/02. The representative reported the following problem: patient alerted parent the vent was not delivering a breath. No allegations of patient harm.